Manufacturer narrative:
Device evaluation by MFR.: the promus element plus, mr, ous 2.25 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged in the mid-section of the stent, with struts lifted from their crimped stent position. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement stent damage most likely occurred when the stent met resistance of a tortuous anatomy and calcified lesion. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04-feb-2021. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.25x24mm promus element plus drug-eluting stent was advanced for treatment. However, the device could not reach the lesion after several attempts. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.